Manufacturer narrative:
Per the manufacturer's sales associate, the level system was green indicating ready for use prior to going on bypass. After the level sensor displayed the 'level sensor unattached' message, the user facility removed the level sensor probe and added gel to make a better connection but the issue remained. The level module was replaced with one from another heart lung machine (hlm) and then a question mark displayed showing unassigned. The level system was turned off and the case was completed with no issues. After the case was completed another level sensor pad was added. The pad sat for 2-3 minutes and the probe was reinserted with the same issue. The field service representative (fsr) was unable to duplicate the reported complaint. He preformed testing on the level module and the sensors with passing results. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the level module light emitting diode (led) flashed yellow and the unit displayed a 'level sensor unattached' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Corrected blocks: b5 and d10. Updated block: h6. The reported complaint was confirmed. Per data log review, on (B)(4) 2021 the level log shows many level alarm probe status changes from coupled to disconnected to coupled. This will cause a level disconnected alert (yellow) as reported. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Corrected information that the reported complaint occurred prior to use of the device for a cardiopulmonary bypass (cpb) procedure.